Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced to dilate the lesion. However, during procedure, the balloon ruptured. The device was completely removed by simply pulling it out and was exchanged with a 5.0-20 non bsc balloon catheter but the lesion was not dilated sufficiently. A different 5.0-20 peripheral cutting balloon (pcb) was then used and completed the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned device consisted of a sterling balloon catheter. The balloon was folded loosely and there was contrast in the balloon. Microscopic examination of the balloon revealed a pinhole 27mm from the tip of the device. Microscopic inspection of the markerbands found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced to dilate the lesion. However, during procedure, the balloon ruptured. The device was completely removed by simply pulling it out and was exchanged with a 5.0-20 non bsc balloon catheter but the lesion was not dilated sufficiently. A different 5.0-20 peripheral cutting balloon (pcb) was then used and completed the procedure. No patient complications were reported and the patient's status was good.